Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient experienced severe pain in their legs, feet, and toes and thought that they needed to be reprogrammed. The patient reported that it felt like they were ¿walking on rocks.¿ the patient did not have a physician at the time of the call and stated that they wanted to cry because they didn't know who to talk to. The patient stated that the spinal cord stimulation had really helped them with their pain from a spinal fusion that occurred in 2009 (prior to implant). The patient reported that they had a second spinal fusion on (B)(6) 2017 and that they had pain and inflammation from the procedure. The patient noted that they were no longer taking any pain medications. No further complications are anticipated. Additional information was received from a patient on 2017-jul-06. The patient stated that they had a spinal fusion on (B)(6) 2017 in which l3 and l4 were fused. They dissected it out and put it back in afterwards. The patient stated that due to the surgery the lead might be loose/lead possibly loose. The patient did not use their stimulator for a few weeks because they were in pain from the surgery. When they finally turned it on it seemed like it took forever to charge. They cannot sit down and have to stand up for 3-4 hours to charge. The pain is so bad now and the stimulator is not even working. The patient sees their healthcare professional (hcp) on (B)(6) 2017 to possibly have it adjusted. Their pain began in mid-(B)(6). They started doing physical therapy in (B)(6) and it got really bad so they were put on steroids but are not on anything now, just waiting to see the hcp. No further complications were reported/are anticipated.